Event description:
Customer reported via phone, the insulin pump got wet and water got under the screen. Now the buttons were not working. Customer doesn't recall his blood glucose level. Customer stated when he pressed the up arrow button the numbers scroll and won't stop. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted during testing. Moisture damage was found on lcd board. The device had cracked case at display window corner and minor scratches on the display window.